Manufacturer narrative:
During preventative maintenance (pm) performed at the customer site, the thermogard xp ivtm system (sn (B)(4)) failed to detect that the roller pump lid was opened, and the pump rotor continued to rotate. Consequently, the pm service actions could not be completed, and the console was shipped to zoll san jose service depot for an in-depth investigation and service. Upon inspection at zoll san jose, the amber leds of the hall sensor board in the pump raceway did not turn on, as the console failed to detect that the pump lid was opened. During troubleshooting, the pump raceway and the area underneath were observed heavily contaminated with dried saline. Saline spillage had caused the hall sensor circuit board to malfunction, resulting in the leds not lighting up and the rotor to keep rotating when the pump lid was opened. The overflow of saline into the pump raceway was likely caused by a defective start-up kit (suk) or attributed to user mishandling. However, no previous event was found for a leaking suk associated with this thermogard console. The roller pump raceway assembly, including the hall sensor board, was replaced to remedy the fault. Upon further visual inspection, zoll service personnel noted that the drip pan was missing. This observation is unrelated to the pump lid issue and is attributed to user mishandling. The drip pan was replaced to address the problem. The system's event log data was reviewed and revealed multiple mid:16 (software related) error messages. The specific error code recorded in the event log is related to a software shutdown event, possibly resulting from a malfunctioning circuit assembly caused by the saline leakage. Following service, including the preventive maintenance actions, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at the customer site, the thermogard xp ivtm system (sn (B)(6)) failed to detect that the roller pump lid was opened, and the pump rotor continued to rotate with the open pump lid. No patient involvement.